Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful knee. Bone scan "lit" up below the tip of the implant, size 7 attune mbt. X-rays showed no sign of loosening. Intraoperatively, it was found that the tray was well fixed. The patient had extensive scarring within the knee. It was determined that a poly swap and scar excision were all that was necessary. Doi: (B)(6) 2017 dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.